Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 205 mg/dl. The caller was the patient's mother. The mother was assisted with trouble shooting and was informed how to correctly insert the sensor to the patient. The mother was advised to monitor the device and to call back if she had any other issues with the sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.